Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a no delivery alarm during the prime process. Customer stated the alarm persisted for the last two days. The customer's blood glucose was 230 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. The customer also stated they were unable to troubleshoot for potential reservoir and infusion set issues at the time of the call. Customer stated the alarm was resolved by a complete set change. The customer declined to return the reservoir for analysis.